Event description:
It was further reported that the patient underwent a shoulder revision due to rotator cuff deficiency. Therefore, the device did not cause or contribute to a serious injury.

Manufacturer narrative:
(B)(4). It was further reported that the patient underwent a shoulder revision due to rotator cuff deficiency. Therefore, the device did not cause or contribute to a serious injury. The rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff. Therefore, this would not be considered a reportable event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised due to pain. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.